Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed that the stent of the device was damaged. The rows struts from the center of the stent towards the proximal end of the stent were misaligned. The stent had moved proximally on the balloon by approximately 2mm. It was observed during the analysis that the inner was severely damaged. The distal inner was broken 0.3mm distal to the bi-component bond. Certain sections of the inner were stretched and flattened. Several kinks were also noted along the length of the inner. It was also noted that due to the condition of the returned device it was not possible to insert a guidewire during the product analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, stent damage occured. This 2.50x20mm promus element plus stent delivery system (sds) selected. The wire protection was removed from the guidewire lumen and no damage was noted. The physician proceeded to mount the sds over the pta wire; however, at this moment the physician perceived that the stent creased. During removal of the sds the physician encounters "much" resistance. It was noted that the damage occurred before going into the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. This 2.50x20mm promus element plus stent delivery system (sds) selected. The wire protection was removed from the guidewire lumen and no damage was noted. The physician proceeded to mount the sds over the pta wire; however, at this moment, the physician perceived that the stent creased. During removal of the sds, the physician encounters "much" resistance. It was noted that the damage occurred before going into the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.